Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, glistenings have been observed in the lens. In a follow up, a surgical coordinator reported there was no harm to the pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).